Event description:
It was reported that the patient was presenting in the emergency room (ER) this morning due to pain around the implantable neurostimulator (ins) pocket area. The patient had the device turned off, but the pain was still present. The pain near the device area started yesterday. It only went away when the patient was in particular positions. The event occurred following a fall. The patient fell 4 weeks ago that resulted in a lower leg fracture. The patient hadn¿t had the device checked out since the fall. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va014tz, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).